Event description:
It was reported by the clinician, that during pre-testing, the doctor administered saline into the lumen, at which time the extension clamp fell off. As a result, it was not used on the pt.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of prod malfunction. The details of device eval will be filed in a follow up MDR report. Follow-up report will be filed if add'l info becomes available.